Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and blackened. Additionally, the tip of the working length was damaged (split/cracked) and the blue paint marker at the tip was peeled off. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. Drag marks were observed in the surface of the paint marker at the tip of the device. Per media analysis, the picture showed generator settings only without the device involved. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the device was energized prior to sphincterotomy which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. It could have also been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure. Additionally, the tip of the working length was split/cracked, and the blue paint marker was peeled. These could have been caused due to attempts to advance through a difficult anatomy, splitting the tip. Based on the drag marks in the blue paint marker, this could be caused by the contact between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the second of two truetome 44 devices used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician was able to cannulate the device in front of the papilla. When he pressed the pedal to deliver current to the device to cut the papilla, the cutting wire "torn." A second truetome 44 was used; however, the cutting wire was also "torn." It was reported that the cutting wire of both devices broke. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.